Event description:
It was reported that an acp363 anterior cervical plate 3-level 63mm was implanted on (B)(6) 2014. Radiographs taken on (B)(6) 2014 show plate, locking tabs and screws in good position. Subsequently, radiographs taken on (B)(6) 2015 indicate one tab has bent and the screw is beginning to back out. No revision is planned at this time.

Manufacturer narrative:
Event is being reported as a device malfunction as this product has been the subject of a similar malfunction resulting in serious injury in the past 2 years. There has been no pt injury reported in relation to the current issue. No revision has been performed. Investigation is in process but not complete. A follow-up medwatch report will be filed upon completion.